Event description:
Baxter reported a nurse had reported to a sales representative that leakage from the transfer set was found just after starting therapy. The titanium adapter separated from the patient adapter. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
.